Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alert. Hardware low level failure alert is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm and failed battery alarm. The customer¿s blood glucose level was 5.6 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that they received the pump error twice. Troubleshooting was performed. The device will be returned for analysis.